Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part # 338962, serial # (B)(6). ¿ problem statement: customer reported complaint of the aspirator arm leaking waste without bleach and not contained within the instrument. ¿ manufacturing defect trend: there are 2 zero qns (quality notifications) related to the reported issue. Date range from 27aug2019 to date 27aug2020. ¿ complaint trend: there are 3 similar complaints of the aspirator arm leaking waste; date range from 27aug2019 to date 27aug2020. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # v33896202223, file # 338962-338962-v33896202223-100275935-14, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leak was due to particulate in the aspirator arm blocking flow. Dirt, debris or clogs in the fluidic system will contribute to flow and aspirating issues, resulting to leaks. The fse (field service engineer) confirmed the issue and cleared the waste line/path, also conducting a system flush. No parts were requested for evaluation as no parts were replaced. After the repair the instrument was tested and was performing as expected. Although the leak was confirmed to be sheath fluid, with the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they were wearing proper ppe (personal protective equipment). Bd facscanto ii instructions for use, #23-20269-00, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. After the repair, the instrument was flushed, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety. ¿ service max review: review of related work order #: 01585506, case # 01121552 install date: 19nov2014 defective part number: n/a work order notes: o subject / reported: aspirator arm is overflowing o problem description: caller says this started again on the 21st. O work performed: arrived onsite and verified problem. This time, the problem is in the aspirator arm. Flushed and found particulate that was in the aspirator arm blocking flow. Flushed and verified sit flush working properly. Cv's verified with cab and rainbow beads. O cause: clog in aspirator arm o solution: clearing the clog in the aspirator arm resolved the issue. Sit flush functioning normally. Instrument is functioning properly and has been returned to customer for use. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby injury is minor and may require non-medical attention. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no o item: 22. Flow cell o function: 22.3 remain free of waste once waste has been evacuated o potential failure mode: 22.3.1 waste gets into flow cell, drips out of sit o potential effects of failure: 22.3.1.1 biohazard exposure. O potential causes/mechanisms of failure: 22.3.1.1.1 siphoning out of waste trap into flow cell (on power-down or hard standby) o current controls: none o recommended actions: 1. Lower waste trap (below level of flow cell) 2. Add p-trap o responsible party: (B)(6) o target completion date: 10/1/2005 o actions taken: 1. Waste trap lowered and p-trap tubing implemented, to prevent siphoning in either direction (canto b change sheet nxb-2028) 2. Inform service of importance of p-trap tubing routing -refer chapter 4 in bd facscanto ii service manual (640597) o sev: 9 o occ: 1 o det: 9 o rpn: 81 mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause was due to a blockage on the waste line of the aspirator arm. ¿ conclusion: based on the investigation results, the root cause of the facscanto ii leaking sheath waste from the aspirator arm was due to a blockage on the waste line of the aspirator arm. The fse confirmed the issue, cleared the path and performed a complete flush. After the repair, the instrument was rebooted, tested, and functioning as expected. The safety risk is low as there was no impact to customer health or safety. H3 other text : see h10

Event description:
It was reported that during use with a bd facscanto¿ ii system w/fluidics cart the waste line leaked outside of instrument. The following information was provided by the initial reporter: it was reported that the aspirator arm is overflowing. Were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No software version? Unknown leak (if yes explain)? Yes was the leak contained within the instrument? No was the leak in a customer accessible location? Yes what was the fluid that leaked? Sheath what is the source of leak -- waste line or non-waste line? Waste line was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak? No was the fluid spraying out from the point of the leak? No was the waste mixed with decontamination / bleach solution? No

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii system w/fluidics cart the waste line leaked outside of instrument. The following information was provided by the initial reporter: it was reported that the aspirator arm is overflowing. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath . What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No.